Manufacturer narrative:
Our initial eval has confirmed that the top cover of the device actually separated from the base as reported. This is a known supplier issue and we have implemented a supplier corrective action and initiated a field correction. The device identified in this incident does not fall in the range of the potentially defective devices of the field correction number: 2517967-11/16/06-001-c. We are considering this an isolated incident due to the age of the device. However, we will continue monitoring the complaints and if add'l complaints of this nature are reported for the devices prior to the recall timeline, we will revisit the scope of the recall and take appropriate action.

Event description:
It was reported that the cover of an infinity docking station (ids), mfg in 2003, detached from its base. (B) (4).